Event description:
It was reported the rv (right ventricular) lead was capped and replaced because it was not functioning properly. Attempts to obtain information regarding the specific lead problem were unsuccessful. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.